Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring = black. On (B)(6) 2021 customer called in with the following concern: cust states his pump would show an insulin flow blocked alarm. P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm, unexpected low reservoir anomalies, or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that from 08/14 through 08/30/2021 over 50 no delivery alarms were recorded. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. In conclusion customer concerns were confirm utilizing download history to confirm multiple no delivery alarms. However, during testing unit functioning properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump is getting insulin flow blocked alarm more often. Customer pump read that reservoir was empty even though the actual reservoir had 2.0 mg/dl of insulin in it. Customer stated that insulin exited during fill cannula. Troubleshooting was performed. The device will be returned for analysis